Event description:
It was reported that during participation in the ilet experience study the dexcom g7 continuous glucose monitor disconnected, resulting in signal loss with the responsible device not identified and no alerts or alarms reported; additional information from the customer was requested but not obtained. Symptoms included hyperglycemia associated with the reported event. Outcomes included no hospitalization and no medical interventions reported. Investigation included internal complaint review and attempts to obtain event details and blood glucose information from the user. Investigation of this case revealed insufficient information to identify a device malfunction or a specific component failure, and the event was characterized as cgm signal loss without corroborating device alarms or confirmed hardware issues. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to unavailable user-provided details and lack of reproducible evidence.